Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirms the reported event. It was also noted that the handle had cracked. A search of the complaints database for the product code did identify similar complaints received previously. Previous investigations have now been assigned for further investigation by the CAPA review board. Further information shall be available through reference to (B)(4). The complaint shall be closed a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Impactor broke in surgery while impacting the cup. Plastic rotation piece broke.